Manufacturer narrative:
The cuff tear would cause deflation during intubation. The interruption in therapy caused the patient to be re-intubated.

Event description:
A cuff tear occured during intubation of a patient with a small mouth. Patient was extubated and re-intubated with a different tube.

Event description:
A cuff tear occured during intubation of a patient with a small mouth. Patient was extubated and re-intubated with a different tube.

Manufacturer narrative:
The cuff tear would cause deflation during intubation. The interruption in therapy caused the patient to be re-intubated. The complaint of "a cuff tear occurred during intubation of a patient with a small mouth" regarding part I-pstdl-32 was not confirmed. The root cause was not determined. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.